Manufacturer narrative:
Reported event of premature discharge of battery and failure to capture was not confirmed. Visual inspection of the device found the inner and outer helix to be within specification. Device was programmed to high settings in the field. Longevity assessment was performed in field settings, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold. Upon review, the device's battery had prematurely depleted. The device was explanted and replaced. The patient was stable.